Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: lens rotation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Len was repositioned but that did not resolve the problem. Lens was exchanged and problem was resolved. Cause of the event was reported as unknown.